Event description:
Ous MDR - after an implant duration of about 12 months, an increased shock impedance >150 ohm was reported. No adverse patient side effects have been reported. The device was explanted. There were no dates provided for this event.

Manufacturer narrative:
Ous MDR.